Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged due to the patient's difficult anatomy resulting in unstable lead placement. The lead dislodgement was observed following a venogram. The lv lead was removed, and a new lead was placed. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.